Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings. The sensor gave a low blood glucose reading and the customer treated with juice. The sensor reading was 55 mg/dl and the insulin pump went into threshold suspend. The customer reported that at this time the blood glucose reading was 206 mg/dl. When the sensor reading was 74 mg/dl the blood glucose was 274 mg/dl. The customer reported that the insertion was smooth and no bleeding or pain occurred but that the sensor was inserted higher than usual. The customer removed the sensor and reported that the cannula was pretty straight but bent a little bit. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.